Event description:
A nurse reported that during surgery, the bed displayed irregular movements. The surgery was completed after a delay that was more than 15 minutes. There was no harm to the patient.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).